Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer changed cartridge and infusion set to address the issue.